Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) explanted due an infection and the device was exposed from the pocket site. No further patient complications have been reported as a result of this event.